Manufacturer narrative:
Additional information received via loqi study added to b(5), with additional coding added to h(6). Upon completion of our investigation, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a patient had endured hemolysis and thrombocytopenia with a "definite" relationship to the impella device. Unspecified intervention was required.

Event description:
A 70 year old male patient presented with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient endured an access site bleed prompting sutures and 4 units of prbc. According to an additional notification, via abiomed¿s long-term outcome and quality indicator impella registry, a quick clot intervention with applied pressure was also administered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major, the hemolysis, and the thrombocytopenia issues has been completed since the original report was submitted. The device was not returned for investigation. Based on clinical description & data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position. The root cause of access site bleeding was most likely use related as the access site required additional suturing to stop bleeding. The root cause of thombocytopenia was unable to be determined as limited clinical details were provided and no product was returned for review.